Event description:
Customer reported a failure code 810:04. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer stated incident occurred during biomed-testing.